Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The system computer was returned to the manufacturer for analysis. Analysis could not replicated the issue. No fault found.

Event description:
On (B)(6) 2018, (B)(4): medtronic received information regarding a navigation device being used outside of procedure. It was reported that a replacement computer received had ent 2.2.2 installed. The software was uninstalled and the site installed ent 2.3, but afterwards was unable to load exams. They had a second fusion at the site that loaded the exams without issue. The overrides files were identical between the two, however the system with the replacement computer couldn't load the exams. It showed loading then gave a 'complete' message, but no patient was present on the system. The computer was replaced and the issue was resolved. No patient was present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.